Event description:
It was reported that the patient's right ventricular lead exhibited lead noise after high voltage therapies were delivered for an arrhythmia. The therapies were unsuccessful; however, the arrhythmia did terminate. No information was available on how the arrythmia was terminated. The patient's lead was removed and replaced on an unknown date. The patient was stable.